Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During deployment of second mitraclip, clip was entangled in chordae. Anterior leaflet was observed to be damaged while troubleshooting. The mean pressure gradient was more than 6mmhg. As a result, the clip was removed from the anatomy. The mr was reduced to grade 3-4 post procedure. The procedure was terminated. Post procedure, the patient became hemodynamically unstable. The pericardium was punctured. Echocardiography imaging revealed a perforation in the intra-atrial septum. The patient was referred for surgery. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and the cause for the reported difficult to remove from the anatomy (clip becoming caught in anatomy) resulting in unspecified tissue injury (chordal rupture) cannot be determined. Additionally, a cause for the reported perforation cannot be determined. Tissue damage/injury and perforation are known possible complications associated with mitraclip procedures. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During deployment of second mitraclip, clip was entangled in chordae. Anterior leaflet was observed to be damaged while troubleshooting. The mean pressure gradient was more than 6mmhg. As a result, the clip was removed from the anatomy. The mr was reduced to grade 3-4 post procedure. The procedure was terminated. Post procedure, the patient became hemodynamically unstable. The pericardium was punctured. Echocardiography imaging revealed a perforation in the intra-atrial septum. The patient was referred for surgery. There was no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.